Manufacturer narrative:
(B)(4). See also mfg report# 3013164176-2020-00035 for plc231000, lot#: 18495861, UDI: (B)(4).

Event description:
On an unknown date in (B)(6) 2019, the patient was implanted with a gore® excluder® iliac branch endoprosthesis and two gore® excluder® aaa endoprostheses to treat an aortic aneurysm in the right internal iliac. The patient reported emergently on (B)(6) 2019, with a contained iliac rupture. The rupture was caused by a disconnect between the gore® excluder® iliac branch endoprosthesis and one of the gore® excluder® aaa endoprostheses. A plc271400 was used to reline the area of the disconnect. The patient tolerated the procedure.